Manufacturer narrative:
An investigation into the reported event has been initiated under (B)(4). Once the investigation has been completed, a follow up report will be submitted with the investigation results and any actions taken by the manufacturer. G2: foreign: australia.

Event description:
It was reported that during surgery, the handle attaches to the machine normally. The handle turns forward normally. The handle does not ratchet back, so pushes the skin graft carrier backwards. It was unknown if there was any patient harm or delay. Due diligence is complete, no further information is available.

Manufacturer narrative:
This MDR is a duplicate of 0001526350-2025-00851. The initial report was created in error and should be voided.

Event description:
This MDR is a duplicate of 0001526350-2025-00851. The initial report was created in error and should be voided.